Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. The noted separation of the polyimide olive was not reported and may have occurred during post-use handling/packing the device for return. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 health effect - impact code 2199 removed.

Event description:
It was reported that the procedure was to treat an unknown artery in the lower extremity. The emboshield nav 6 embolic protection system (eps) had no bunching or wrinkling observed on the delivery catheter (dc) prior to loading. When loading the filtration element into the dc with the torque device, it was noted that the tip of the dc was bent. As a result, the filtration element could not be loaded into the dc. Another emboshield nav 6 was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. Returned device analysis identified the polyimide olive was partially separated at the proximal end of the filtration element. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.